Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screw is most likely the persistent non-union of the fracture. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk of injury or death to the patient and was left in place. Sign fracture care international continues to monitor these events as part of our post market activities

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture showed a broken screw in the x-rays taken during a follow up visit.